Event description:
It was reported that the right ventricular (rv) lead exhibited 15,000 short interval counts (sic) resulting from a possible lead fracture. The physician opted to replace the pace/sense portion of the rv lead, and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) cardiac resynchronization therapy defibrillator implanted: 2008 (B)(6); product ID 694052 implantable tachy lead implanted: 2001 (B)(6); product ID 419488 implantable pacing lead implanted: 2008 (B)(6). (B)(4).